Manufacturer narrative:
This device is not approved/marketed in us, but is similar to a device marketed in the us. Other relevant device(s) are: product ID: 9735225. A medtronic representative went to the site to test the equipment. Testing revealed that the issue was resolved by replacing the computer. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy procedure. It was reported that intra-operatively, the positioning sensor unit (psu) rebooted repeatedly during the procedure. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
The computer (lot# 1821180) was returned for analysis. Analysis found that the returned computer booted normally to the application screen. The computer passed phd testing and there were no psu-automatic re-boots observed when installed in a known good system. No failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: lot number for product ID: 9735225 is 1821180. The computer has been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.